Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. On an unreported date, the patient was treated with injection(s) of amikacin (250 mg in first bag, frequency was not reported) for peritonitis. On an unreported date, the antibiotic treatment was completed. Five days after the onset of peritonitis, the patient was discharged from the hospital and was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.